Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluaion therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, the patient underwent olif surgery for adult spine deformity at l1-l4. During surgery, when a surgeon tried to insert cage at l2/3, it damaged a portion of the vertebral body.l3 upper endplate was damaged by misdirected insertion of cage with inserter.it was near posterior side so surgeon measured anteriorly and decided the size with a trial again and then different sized cage was placed.prepared screw hole was remade and other new cage (8&#1524;0mm) was inserted the surgeon filled up artificial bone in the vertebral body which was broken. The surgeon commented that he inserted cage at wrong place because he used biplane image at the surgery so it was difficult to get accurate angle of coronal and lateral. The surgical time was extended for 31-60 min.no patient complication observed postoperatively.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the returned implant identified asymmetrical thread damage on the upper portion of the threads, consistent with bending stressing during attempted insertion.